Event description:
Complainant alleged that during the incoming inspection of the product, the device displayed message code "system fault 36". The complainant indicated that there was no patient involvement in the reported failure.